Event description:
It was reported that a physician implanted an x-stop into a patient. Three to four days post-op, the patient was "sore." Reportedly, the patient was pain free for approximately two weeks and engaged in increased activities. One month post-surgery, the patient experienced a return of "soreness above the incision." The pain was located to the "left side of the spine" and the patient felt the device moved from its original location. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up conversation with company representative.